Manufacturer narrative:
(B) (4). The device was received. Investigation is not complete.

Event description:
Device issue: loss of vessel access. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an unspecified procedure. Reportedly, when the device was retracted to place the locator wings against the anterior surface of the arterial wall, the device pulled out of the vessel with the locator wings deployed. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.